Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 497 mg/dl. Customer was not able to perform high pressure (functional) testing on the insulin pump to determine root cause of high blood glucose levels. Customer will call back later to complete troubleshooting and functional testing. Replacement product is being sent.